Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. Per the reporter, the motor stall was caused by patient having MRI or other medical procedure. Pump recovered on 2011 (B)(6) and had occurred on 2011 (B)(6). Patient had no symptoms. Following the MRI on 2011 (B)(6) the pump logs were not checked. At the time of this report the patient was in the clinic for a refill. Drug delivered via the device was dialudid 30mcg/ml. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8703w, lot#: l54366, implanted: (B)(6) 1998, explanted: unk.